Event description:
The pt had two leads (from the same lot) for off-label use. It was reported the pt was no longer receiving adequate coverage. An impedance check was performed and invalid impedance was found. Reprogramming attempts were unsuccessful. During surgical intervention, one of the leads was found to have migrated. The lead was explanted and replaced. The pt is doing well at this time. The lead will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.